Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case in the carton. Viscoelastic was dried on the lens. One haptic was bent in the gusset area. This haptic was also torn and split in the gusset (still attached). This may have been interpreted as the complaint. This haptic also has a line of a deep scrape mark across the anterior surface of the haptic/optic junction. The anterior and the posterior optic surfaces have multiple areas that are cracked and split. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge and viscoelastic. The handpiece information was not provided. It is unknown if a qualified product was used. One haptic was torn and split, but still attached. This may have been interpreted as the complaint. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during implantation of intraocular lens (iol), the haptic was found detached. The lens was explanted from the extended corner by enlarging the incision to 2.5mm. The surgery was completed by replacing with the same model and diopter lens. There were no complications.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).